Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient experienced sweating, hunger, and dizziness. The patient took a fingerstick and their blood glucose reading was 515 mg/dl while the cgm reading was 134 mg/dl,. The patient went to the hospital and was admitted. A fingerstick was taken but the patient could not recall the value due to the nausea experienced at that time. The patient was treated with intravenous insulin and zofran for approximately 12 hours and remained under medical observation for 48 hours following the incident. No further medication was reported, and the patient was discharged after spending 2 days at the hospital on (B)(6) 2026. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.